Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report is associated with voluntary medwatch mw5068802.

Event description:
Dexcom was made aware on 04/25/2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.